Manufacturer narrative:
Integra has completed their internal investigation on 24 jul 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: this device that was sent in was not a loaner but owned by this customer with a lot code of 141. It was confirmed by the customer that this issue did not involve a loaner device. The complaint was not confirmed and no issues were observed. . With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning required. The device history record for the unit listed in this complaint under lot code/work order:(B)(4) on (B)(4) 2014. A total of (B)(4) units were made under this lot and all passed the inspection checklist. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history is on file. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history.

Event description:
A report was received that the a1059 mayfield modified skull clamp loaner was loose. No additional information was provided regarding patient contact or injury. Additional information has been requested.